Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis confirmed the conditions of no telemetry and power on reset. Further analysis found that both conditions were related to corrupt data within the integrated circuit. However, the fault cleared and could not be reintroduced so the mechanism that originally caused the data corruption could not be determined.